Event description:
Patient swallowed a lower twin block appliance which became stuck in the paratonsillar area.

Manufacturer narrative:
The twin block appliance is a removable device. When the patient swallowed the appliance, she was taken to the hospital where the appliance was surgically removed via an outpatient procedure. The patient was not admitted to the hospital. The patient is doing fine and a different appliance will be placed. This incident is being reported because medical intervention was required to preclude a serious injury.